Event description:
Event description guidant received information that this atial pacing lead was explaned and replaced due to a high, out-of-range impedance. Capture and sensing were not obtained during testing with a pacing system analyzer (psa). The lead was returned to guidant for laboratory evaluation.